Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 100mg/dl. Tandem technical support followed up with the customer and the customer reported there were no further issues.